Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12918. It was reported that the patient presented for an initial implant procedure. Once implantable cardioverter-defibrillator (ICD) was placed in the pocket, discrimination channel did not look smooth, and a morphology template could not be obtained. Physician elected not to use the device and a new ICD was implanted instead. However, the issue remained. It was concluded that there was noise on the discrimination channel. Since the issue appeared on two different devices, it was suspected that the noise was probably related to the newly implanted right ventricular lead. Programming changes were made. The noise issue was resolved, and the morphology template could be obtained. The patient was stable throughout the event.